Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation, as the hospital did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01476.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to pain and corrosion under the femoral head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) ¿ head. The reported event is unable to be confirmed due to limited information provided by the customer. Review of the device history records identified no (related) deviations or anomalies during manufacturing for the head. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.